Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller reported that yesterday their therapy stopped working out of the blue. Caller stated that the system shut down completely and there is no stimulation whatsoever on any of the 4 channels. Caller confirmed that the handset is displaying that therapy is on and all the groups are in the proper locations. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the stimulation was and has been working great. They adjusted the c settings and drove to church. The device just stopped working. They left church and checked settings in their car with the stim remote, even taking all the circuits very high which they wouldn't be able to handle normally to prove no therapy. They noted they hope it can be resolved promptly since the pain has already detected that "their shields are down" and increasing pain and with it is increasing blood pressure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.